Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with the messages: ventilator inoperative, extended self test (est) required and no ventilation, safety valve open, provide alternate ventilation, check both gas sources. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury. Reportedly, the "patient oxygen had desaturated to low 80's when vent went in-op, recovered after being placed on bagger." Based upon the review of the reported diagnostic codes, a loss of ventilation was indicated.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ven tilator alarmed with the messages: ventilator inoperative, extended self test (est) required and no ventilation, safety valve open, provide alternate ventilation, check both gas sources. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury. Reportedly, the "patient oxygen had desaturated to low 80's when vent went in-op, recovered after being placed on bagger." Based upon the review of the reported diagnostic codes, a loss of ventilation was indicated. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and found relevant diagnostic codes in the logs. The fse replaced the dc (direct current): dc converter, breath delivery (bd) power distribution and bd power controller printed circuit board assembly's (pcba). The fse updated the power controller to latest firmware and updated the software to the current revision. The ventilator passed all testing per manufacturer specification at the time of service. The event was isolated in the field to a potential fault of a printed circuit board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 code conclusion and component code. H3 device evaluation summary: updated to component return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ven tilator alarmed with the messages: ventilator inoperative, extended self-test (est) required and no ventilation, safety valve open, provide alternate ventilation, and check both gas sources. Based upon the review of the reported diagnostic codes, a loss of ventilation was indicated. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and found relevant diagnostic codes in the logs. The fse replaced the dc (direct current) - dc converter, breath delivery (bd) power distribution and bd power controller printed circuit board assembly's (pcba). The fse updated the power controller to latest firmware and updated the software to the current revision. The ventilator passed all testing per manufacturer specification at the time of service. The dc-dc converter pcba, bd power controller pcba and bd power distribution pcba were returned to medtronic for further analysis. Each component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced pcbas resolved the issue in the field; however, the returned components were analyzed and tested satisfactorily. With the information available, a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.